Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device would not fully extend due to the basket wires being twisted. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results for sidecar split and sidecar pushback.

Manufacturer narrative:
A visual evaluation found that the distal end of clear sheath had been pushed back for a length of 1 millimeter. The proximal end of the sidecar was found to be split open in the distal direction for a length of 0.7 centimeters. A functional evaluation found that the basket of the device could be actuated smoothly with the basket fully extending. Three of the four basket wires were found to be bent and twisted together. The condition of the returned device was consistent with the complaint incident that the basket twisted. It is unknown if the basket was not manufactured correctly, whether the device was damaged during preparation or if the factors during use caused the basket wires to become twisted. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)